Manufacturer narrative:
Additional information was added to d4: lot #., expiration date, unique identifier (UDI) #, d10, h3, h4 and h6. Correction to d4 lot #: 60152544 corrected to 60142544. H4: the lot was manufactured from august 02, 2018 - august 03, 2018. H10: the actual sample and a photograph was received for evaluation. The actual sample was cut at the top where the customer likely drained the contents. Visual inspection of the photograph showed a leak at the spike port bonding area. A functional testing was performed on the actual sample which revealed a leak at the spike port bonding area. The reported condition was verified. The cause of the condition was not determined, however; the most likely cause was due to inadequate or lack of cyclohexanone applied to the cap tubing when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 5000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the port site. This occurred prior to patient use. There was no patient involvement. No additional information is available.